Event description:
Information received notes that the patient presented for a repeat evaluation one week after her post implant check revealed >2500 ohms atrial impedance. The mode was then programmed to vvi. At the subsequent visit, the impedance was still >2500 ohms and atrial loss of sensing and capture were observed. Atrial sensing was restored when programmed to unipolar, but the high impedance remained. The patient was pv tracking at 76-77 ppm and had complete heart block.